Event description:
It was reported that during a pph procedure, the device was fired as normal. The surgeon closed the stapler all the way down, he let the gauge go down until it could not turn any further. The surgeon then fired the stapler; left it in place for several minutes to make sure he had hemostatics. He looked down and blood was gushing out of the rectum. The surgeon took the stapler out and the donut looked normal, 2 1/2 - 3 cm long. The staples were sitting circumferentially that had not been closed. The surgeon hand sewed the opening. The surgeon could not quantify the amount of blood. The patient is currently fine. Per the surgeon the patient's results will be normal.

Manufacturer narrative:
D4: h4, 6: information anticipated, but unavailable at this time.